Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching due to far field r-wave oversensing was observed. The patient was asymptomatic. Programming changes were made. The patient will continue to be monitored.